Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump malfunctioned and over-delivered insulin. As a result, customer had low blood glucose of 42 mg/dl. Customer reported to have worn two infusion sets with only one that worked. Customer's blood glucose rose to 500 mg/dl. Customer also received a button error alarm. Customer mistakenly received two insulin pumps. Customer had been off of insulin pump therapy due to not being able to program insulin pump due to being legally blind. Customer requested that her healthcare professional sends her back for further training on insulin pump with diabetes educator.